Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 4 years 11 months post implant of this 27mm mitral bioprosthetic valve was explanted and replaced with a 27mm mechanical valve. This valve was replaced for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the 27 mm mitral bioprosthetic valve was replaced for stenosis and regurgitation. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.